Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The customer¿s report of a fluid leak on a maxzero tri-fuse extension set was not confirmed. Visual inspection of the set noted no damage or any issues. Functional testing was performed and no leaking was noted. The root cause of the reported leaking was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a patient was receiving tpn, lipids and an unspecified medication through a trifuse connected to a PICC line when the maxzero on the medication line was noted to be leaking. The tubing was replaced and the infusions continued without incident; there was no patient harm.